Manufacturer narrative:
Siemens has completed the investigation. The in-house performance of ph for the card lot in question, 01-22256-20, did not identify any product deficiencies. Card lot 01-22256-20 was tested with arterialized blood and with aqueous control fluids eurotrol l1 and eurotrol l3 at the time of product release. Aqueous fluids and arterialized blood performed as expected and met product specifications at the time of release. Lot 01-22256-20 was tested throughout lifetime with aqueous control fluids eurotrol l4 and eurotrol l5 and performed as expected. Therefore, there is no evidence that the system or reagent cards are not performing as intended.. The device is performing as intended and is currently operational at the customer site. The cause of this event is unknown.

Manufacturer narrative:
Siemens has requested more information, instrument data files and the test card for further investigation. The cause of this event is unknown.

Event description:
The customer reported that their epoc instrument gave a discrepant high ph result compared to retesting of sample on a non-siemens instrument on the same patient.there is no report of injury due to this event.